Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated no lead anomalies were seen upon imaging.

Event description:
High capture threshold on the right ventricular (rv) lead was noted during follow up. Diagnostic imaging did not reveal any lead anomalies. No further intervention was performed at this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.